Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that a vancomycin infusion was to complete administration at 2055 (on (B)(6) 2018). It was found at approximately 2130 that only half of the medication infused from the bag. There were no kinks observed in the tubing and no clamps were closed. The remainder of the medication was reprogrammed to be infused. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of the medication infusing at the wrong rate was not confirmed. The pcu event log shows that the pump module was programmed at 7:44 pm on (B)(6) 2018 for a secondary infusion of drugid 688 (believed to be vancomycin) at 34ml/hr with a vtbi of 68ml. The infusion continued until 9:25 pm when the device was channeled off, however it was only actively infusing for approximately 1 hour and 4 minutes due to a patient side occlusion alarm and multiple air in line alarms. The volume recorded as being infused for the secondary infusion during this period was 38.583ml. The root cause of the reported event was not identified.

Event description:
The infusion was started at 1855 to infuse over 120 minutes. The remaining dose was infused and the next scheduled dose was given 3 hours after the scheduled time. It appeared that 270mg was dispensed at 67.5mls. There was no patient harm. The customer had an internal review with the medical team determining that there was not a need to repeat a new dose of medication.